Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that, patient medication loaded slowly during med pass. A technical support specialist (tss) checked for missing indexes or database bloating and confirmed that the station was slow and reindexing the station database resolved the issue., and the database size was verified to be within normal limits. The tss then advised the customer to monitor the station¿s response time after the reindexing. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a delay in patient medication loads. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.